Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 14 mg/dl. The customer stated that she had low blood glucose levels earlier in the day, corrected for them and then had low blood glucose levels again in the evening. The customer stated that she was vomiting due to the low blood glucose levels. The customer was unaware of the cause of the low blood glucose levels. Advised that a replacement transmitter would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.